Event description:
During the prep stage, the patient was placed in mayfield headholder by the neurosurgical resident. Left sided pin was tightened to a torque of 60 lbs(this is pretty standard). Patient was being positioned by the resident and the pa, the pin slipped and a 1.5 cm laceration of the scalp resulted on the left temporal region. The resident sutured the laceration, and notifications were sent out. C-clamp and pins for the mayfield were replaced with another set. The c-clamp and pins were segregated. This was a loaner set in which the torque screws were located on the two pin holders as well as on the left side of the c-clamp. The neurological director requested an extra staff member be available at the head of the table with the anesthesiologist to prevent this event from recurring.